Manufacturer narrative:
Two (2) angiosculpt balloons were reported to have ruptured during the procedure. This MDR references device 1 of 2 for a balloon rupture that occurred at 18 atmospheres. Refer to MDR #3005462046-2011-00003 for device 2 of 2. Device evaluation: device was not analyzed because, at the time of the event, the investigation concluded that the device met its performance requirements and was used beyond its specified rated burst pressure (rbp) of 14 atmospheres. Results: the procedural physician inflated the balloon above the specified rated burst pressure (rbp). The printed label indicates that the rated burst pressure (rbp) is 14 atmospheres. Conclusions: the device was used beyond its specified rated burst pressure (rbp) of 14 atmospheres. No further evaluation was performed.

Event description:
Balloons ruptured at 18 atmospheres. Used a second angiosculpt 5.0 x 20 - it also ruptured but had a good result, angiographically. The burst pressure for the second angiosculpt device was not clearly reported and cannot be confirmed whether it also ruptured at 18 atmospheres. No patient injury.